Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed an error which could not be cleared. The customer's blood glucose was 109 mg/dl. The customer stated that the last battery change was a few weeks ago. The customer stated that the data cannot be obtained or downloaded form the insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement test and the self test. No unexpected alarm occurred for a corrupted history file. However, the alarm was found in the history screen. The insulin pump had cracked battery tube threads and a cracked reservoir tube lip.